Event description:
It was reported that the device was explanted after an implant duration of approximately 0.4 months. On 04/08/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to tricuspid regurgitation. Per the operative report of (B) (6) 2010: "I attempted a ring repair but because of his thickened leaflets and shortened chordae it was not a satisfactory result. I then performed a kay annuloplasty with a better result but because of the long pump run and the patient's overall poor condition and because tricuspid regurgitation sometimes improves after mitral valve replacement, I elected not to proceed with a longer crossclamp time and a tricuspid valve replacement. Unfortunately, his postoperative course was complicated by worsening liver failure secondary to passive congestion. He continued to have severe tricuspid regurgitation and he also developed gi distension and peripheral edema. It was clear that he would need a tricuspid valve replacement. He was treated medically, allowed to recover with significant diuresis and replacement of liver-associated coagulation factors. He presents now for elective tricuspid valve replacement."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.